Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09776. The patient is implanted with two percutaneous leads (from different lots). It was reported the patient had been experiencing persistent positional headaches since implant presumably from cerebrospinal fluid leak. The patient was advised to thoroughly rest. Further follow-up indicated that headache symptoms have resolved. The patient was programmed and reported effective coverage in the desired pain pattern.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.